Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer reported that the drawer on the auxiliary sticks out and gets stuck at times, and the tower door continued to fail. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7 on the auxiliary unit sticks out and gets stuck at times, and tower door 1 continues to fail. A field service engineer replaced the slide rails on medstation es auxiliary matrix drawer 3. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility name: charlie norwood va medical center - augusta va medical center uptown